Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation in its original packaging. Visual inspection revealed that there was a cut in the tubing. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had ruptured. This was noted before patient use. There was no patient involvement. No additional information is available.